Manufacturer narrative:
Further investigation could not determine a specific root cause. Additional information for further investigation was requested but was not provided. A too short clotting time was used, by the customer and cannot be excluded as a possible cause. An instrument issue could not be excluded as the field service representative found the measuring cell on the analyzer was old.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for several assays for one patient sample. The sample was a small volume and was tested in a sample cup. The elecsys hcg + beta test system result was 0.100 miu/ml with a data flag. The elecsys estradiol iii assay result was 153.9 pg/ml these results were reported outside of the laboratory. The patient was being treated at an ivf center and because of these results the hormone-stimulation treatment was paused. On (B)(6) 2017, a new blood drawing was performed and the hcg + beta result was 370 iu/l. The doctor asked for repeat testing of the first sample which was repeated on (B)(6) 2017. The hcg + beta result was 450.9 iu/l, the estradiol result was 270.7 pg/ml. There was no allegation of an adverse event. The hcg+ beta reagent lot number was 259199 with an expiration date of 30-nov-2018. The estradiol reagent lot number was 252578 with an expiration date of 31-jul-2018. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. The provided calibration, qc, and analyzer alarm data did not indicate any issues.